Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported complaints were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. Na.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion located in an unspecified artery. The 4 x 200 mm armada 35 balloon dilatation catheter (bdc) was advanced without issue. During the attempt to inflate the balloon, the balloon did not hold pressure and was leaking. After removal, a hole tear was noted in the balloon. Another armada was used to complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.